Event description:
On (B)(6) 2013, it was reported that the handheld screen was stuck at "touch the screen to set up your pocket pc". A hard reset was performed; however, the issue remained. The screen was cleaned to remove any debris or dust in the edges of the screen, but this did not help. Another hard reset was performed which did not resolve the issue. The device was returned and product analysis was performed. An analysis was performed on the returned handheld and the reported allegation was verified. During the analysis it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.